Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. It was indicated that the patient used an alternate site preparation, which is off-label usage of the device. On (B)(6) 2025, the patient experienced a skin reaction with infection, redness, pain/discomfort underneath the sensor pod area. The patient experienced a severe infection due to not following the manual instructions to clean the site before inserting the sensor into his arm. The patient had to remove the sensor after four days because signs of infection began to appear, including redness and pain around the sensor site. The patient went to his doctor¿s clinic; no tests were performed, but the doctor examined the infected area. The skin reaction was with prescription oral antibiotic doxycycline (unspecified dosage). The infection healed after five days, and the patient was feeling okay. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Event description:
No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). B5 describe event or problem, correction to the following statement in the initial MDR, "data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined." H2 correction. H6 investigation findings, correction.